Manufacturer narrative:
Model number / catalog number: 720185-01, serial number null batch / lot number: (B)(4), model / catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. During the procedure fluid leak was identified in one cylinder and one tubing. The patient was said to be good after the procedure. It was further reported that the leak in the tubing was identified in one of the tubes that connect the pump to the cylinder. The explanted ipp was five years old. The patient did not experience any adverse events. No more information available at the moment. Should pertinent additional information become available, it will be provided.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. During the procedure fluid leak was identified in one cylinder and one tubing. The patient was said to be good after the procedure. It was further reported that the leak in the tubing was identified in one of the tubes that connect the pump to the cylinder. The explanted ipp was five years old. The patient did not experience any adverse events. No more information available at the moment. Should pertinent additional information become available, it will be provided. Product investigation completed. The ipp was visually inspected and functionally tested. There was a leak in one pump-cylinder tube at the pump strain relief junction that was the result of fatigue. There was a leak in one-cylinder inner tube that was the result of a fatigue at a fold allowing air between the outer tube and fabric layers that caused this cylinder to exhibit bulging when inflated. There was a leak in the other cylinder due to fold wear and fatigue at the corner of a fold with avulsion. The identified leaks within the system are the most probable cause of the reported events, as the device would not function without fluid. The pump was not functionally tested due to the tubing leak and cylinder failures identified. The product analysis confirmed the allegation of fluid loss, including the identified leak in the pump-cylinder tubing. A reservoir allegation was not reported. The reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. The product analysis could not confirm a reservoir malfunction. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number 720185-01 serial number null batch/lot number 897124011 model/catalog description reservoir flat iz 100 ml. Preconnected cylinders and pump: the ipp was visually inspected and functionally tested. There was a leak in one pump-cylinder tube at the pump strain relief junction that was the result of fatigue. There was a leak in one-cylinder inner tube that was the result of a fatigue at a fold allowing air between the outer tube and fabric layers that caused this cylinder to exhibit bulging when inflated. There was a leak in the other cylinder due to fold wear and fatigue at the corner of a fold with avulsion. The identified leaks within the system are the most probable cause of the reported events, as the device would not function without fluid. The pump was not functionally tested due to the tubing leak and cylinder failures identified. The product analysis confirmed the allegation of fluid loss, including the identified leak in the pump-cylinder tubing. Based on the results of this investigation, no escalation is required. Reservoir: a reservoir allegation was not reported. The reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. The product analysis could not confirm a reservoir malfunction. Based on the results of this investigation, no escalation is required.